Manufacturer narrative:
One portex® bivona® uncuffed pediatric flextend¿ plus silicone tracheostomy tube was received for analysis in a (B)(6) bag and in a used condition. Visual inspection was performed at 12" under normal conditions of illumination in order to detect any damage on the part revealing that the flange to the left side of the tracheostomy (trach) was missing. Relevant documents were reviewed and considered adequate and correct for testing and inspection. A review of the manufacturing process was conducted on similar products from 05/oct/2017 to 09/oct/2017 in order to verify that there are no situations or practices that could create the event as described in the complaint. All procedures are being carried appropriate. The assembly process was performed according to the procedures listed above. The training was reviewed and it was confirmed that the personnel had the trainings up to date. Verification of 32 assemblies were reviewed for possible molding issues by visual aid with no damage detected. Based on the evidence, the probable root cause is that damaged occurred after the product left the manufacturing facility.

Manufacturer narrative:
It was reported on (B)(6) 2017 that the event occurred "about two weeks ago". The exact date is unknown. (B)(6).

Event description:
It was reported that the neck flange of a portex® bivona® uncuffed pediatric flextend¿ plus silicone tracheostomy tube broke. The fault was discovered when trying to perform a tracheostomy tube change. No injury was reported.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection revealed the pump to be in poor condition; the top case was cracked down from the handle, the right plunger case was broken, and the plunger head would not move. A review of the pump's event history log confirmed the reported issue. A mechanical inspection showed the plunger rod was not installed properly into the clutch cam, causing the plunger head not to move. The timing plates were not set properly in the plunger head. The root cause for the problem was determined to be that the pump was improperly assembled by the user.